Event description:
(B)(4). After essure was placed I have had stabbing shooting pains in my lower abdomen, abnormal bleeding, hair loss, blurry vision, foggy brain, stuttering, rashes and welts on buttocks, ovarian cysts, constipation, chronic fatigue, allergic reaction to some foods, weight gain, bloated stomach, depressed mood etc.